Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 245 mg/dl. No significant events leading to the alarm were observed. The customer stated that he attempted to reset the insulin pump several times and changed the supplies out, but the device kept alarming. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.